Event description:
It was reported that the customer had a couple of incidents of high blood glucose and dka. The customer was taken to the emergency room and was hospitalized. The blood glucose reading was 590 mg/dl at the time of hospitalization. Caller stated that the customer's infusion set cannula was bent and the insulin pump was alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.